Event description:
Spontaneous report, from ca. Local reference: #(B)(4). Quality reference was opened: (B)(4). This initial serious case report was received on 25-apr-2023 from the dentist by the dealer and forwarded to septodont on 03-may-2023 via email. Qir was received on 31-may-2023 from the quality department. All the information was processed together. The incident occurred in a 26-year-old female dental office employee with an unspecified medical history. The report described injury associated with device, exposure to contaminated device and needle cover defect with suspected device henry schein standard 30ga short needle in the dental office employee. The incident occurred in a 26-year-old female dental office employee with an unspecified medical history. On (B)(6) 2023, the employee capped the dirty needle at the end of the operative dentistry treatment. While unscrewing the needle from the syringe, the needle uncapped and the employee got pricked. Other information of product: batch: #f11173aa, expiry date: 28-feb-2027. Corrective treatment: employee applied an antibiotic cream to the wound in prevention. It was reported that employee was in perfect health and the patient had no health problems/sti/hiv. The product was stored in a cool, closed place in the original product boxes. During the period in which they used this type of needle, other assistants mentioned that the incident occurred a few times. This case was considered serious by the company with seriousness criteria "other medically important condition" for pt "exposure to contaminated device". Manufacturer's preliminary comments: based on the first information available, the report described a detachment of the needle protective cap when unscrewing the needle after use in patient leading to accidental needle stick. A detachment of the protective cap could be due to a quality defect of the device such as incorrect dimension of the outer diameter of the cap. Therefore, pending quality investigations results and/or additional information, no root cause could be determined but a use error or abnormal use may be considered and cannot excluded. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required.

Manufacturer narrative:
Manufacturer's final comments: the report described a detachment of the needle protective cap when unscrewing the needle after use in patient leading to accidental needle stick. A detachment of the protective cap could be due to a quality defect of the device such as incorrect dimension of the outer diameter of the cap but following the performed investigations, no quality defect has been noticed on the tested samples that could lead to the claimed defects, the products design performance remains within specifications. It appears that it has occurred since the change from the opaque/white needle hubs to the new transparent needle hubs. This change was made in line with the change of the needle assembly glue (from heat cured to uv light cured) and was a process improvement to implement an online canula traction test for 100% of the needles. The identified root cause is that the transparent polypropylene retracts more which can sometimes result to a lower holding strength of caps on hubs. Concerning the needle stick incident, it may be a consequence of the needle uncapping during devices use. A use error or abnormal use are not considered. Description of remedial action/corrective action/preventive action/field safety corrective action (fsca): based on the complaints we are willing to make a modification of our process - a change in polypropylene resin - which should address the small change back to the way it was previously. A use error or abnormal use was not excluded but not privileged. The identified root cause is that the transparent polypropylene retracts more which can sometimes result to a lower holding strength of caps on hubs. Concerning the needle stick incident, it may be a consequence of the needle uncapping during devices use. Based on the complaints, a change in polypropylene resin will be performed.

Event description:
Spontaneous report, from spontaneous. Local reference: #(B)(4). Quality reference was opened: (B)(6).xxx. The report described injury associated with device, exposure to contaminated device and needle cover defect with suspected device henry schein standard 30ga short needle in the dental office employee. The incident occurred in a 26-year-old female dental office employee with an unspecified medical history. On (B)(6) 2023, the employee capped the dirty needle at the end of the operative dentistry treatment. While unscrewing the needle from the syringe, the needle uncapped and the employee got pricked. Other information of product: batch: #f11173aa, expiry date: unknown. Corrective treatment: employee applied an antibiotic cream to the wound in prevention. It was reported that employee was in perfect health and the patient had no health problems/sti/hiv. The product was stored in a cool, closed place in the original product boxes. During the period in which they used this type of needle, other assistants mentioned that the incident occurred a few times. This case was considered serious by the company with seriousness criteria "other medically important condition" for pt exposure to contaminated device". Manufacturer's preliminary comments: based on the first information available, the report described a detachment of the needle protective cap when unscrewing the needle after use in patient leading to accidental needle stick. A detachment of the protective cap could be due to a quality defect of the device such as incorrect dimension of the outer diameter of the cap. Therefore, pending quality investigations results and/or additional information, no root cause could be determined but a use error or abnormal use may be considered and cannot excluded. Based on the preliminary analysis, pending quality investigation and in the absence of anteriority on the batch, no CAPA is required.